Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, when trying to remove the propofol10mg/ml20ml vial, the door 3 did not open. The customer stated that this malfunction caused a delay in the dispensing of the medications of about 10 minutes to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button did not appear the first time. Additionally, users were unable to proceed with the countback process, which resulted in discrepancies. A technical support specialist informed the customer of a possible known issue (B)(4), which the customer acknowledged. The technical support specialist advised selecting the patient from the list after login, rather than using the search function, as a temporary workaround to alleviate the discrepancies. This remained an ongoing investigation, and the team committed to providing updates on any breakthroughs. The system functioned as intended after the technical support specialist investigated the issue.